Event description:
It was reported that the device was at elective replacement indicator and premature battery depletion was suspected. The device was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. Evaluation summary:the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors. Performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). Product ID 5554-45 implantable pacing lead implanted: 2008 (B)(6); product ID 694758 implantable tachy lead impl anted: 2008 (B)(6). (B)(4).